Manufacturer narrative:
On 02-jan-2025, mentor received additional information about the event: - the suspect medical device is a mentor smooth round moderate profile 425cc saline breast prosthesis, catalog #3501670, lot #204877, PMA #p990075. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. It was previously reported that the patient underwent explantation on (B)(6) 2024. New information received states that patient did not undergo explantation on that date and now explantation is scheduled for (B)(6) 2025. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D6b explantation date: (B)(6) 2025. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: capsular contracture. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent a primary breast augmentation procedure with an unspecified mentor saline breast prosthesis developed baker grade IV capsular contracture in her right breast post implantation. As a result, the patient underwent explantation on (B)(6) 2024.

Manufacturer narrative:
On 21-jan-2025, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).